Event description:
It was reported that during a filter placement procedure difficulty deploying occurred. The intended location for treatment was the vena cava. Difficulty deploying the 12fr greenfield, filter was encountered. The filter was deployed but "was in a poor position above the renal". The procedure was completed with this device. No further patient complications were reported and the patient's status is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).